Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows a partial view of introducer sheath loaded with vessel dilator. The sheath surface of was unclear in the provided photo even though red circled. The second photo shows a partial view of a clinician holding the sheath where distal part of sheath was noted. The tip of the sheath was noted to be deformed and waviness was noted. Bunching was noted at the distal end of the sheath. The investigation is confirmed for the reported sheath deformation issue and inconclusive for the reported fracture issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport ti l/p 6 cf int wsp att sl. During the procedure, it was noted that the middle of the sheath was curved and also crumpled. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport ti l/p 6 cf int wsp att sl. During the procedure, it was noted that the peel away sheath was curved and also crumpled. The procedure was completed using another device. There was no reported patient injury.